Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the pump was explanted and returned for analysis.

Manufacturer narrative:
H3. Destructive analysis of the pump identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (20 mg/ml at 9.209 mg/day) and bupivacaine (6 mg/ml at 2.762 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. The hcp reported that the patient heard the pump alarm last night. They interrogated the pump and confirmed that there was an active motor stall. Per the hcp, the patient did not have an MRI. The hcp stated that he tried reprogramming the pump, but it was still stalled. Additional information was received later the same day from a healthcare provider via the company representative who reported that the patient had come to the pain management doctor¿s office for a pump refill and it was noted that the pump was alarming. Upon reading the pump with the clinician programmer, the provider noted that the log reports showed that a pump motor stall had happened last night. There were no environmental, external, or patient factors that may have led or contributed to the issue. Surgical intervention was planned, but not yet scheduled. The issue was not resolved at the time of the report, and it was noted that the hcp had no further information to provide regarding the event.